Event description:
The customer reported that the insulin pump is cracked. The blood glucose reading was 197mg/dl. Advised that the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk. The device was received with broken belt clip slot.